Event description:
The clinician reported that almost 1 year after the dental implant was placed in ada site 7 in the patient's mouth, the implant lost osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.